Event description:
Boston scientific used a third party to make pacemaker leads without proper quality standards that became/were fractured that caused health problems that impacted my life. As a result, I had to stop driving, heart muscle twitching, out of breath, light headed and fatigue. Finally, cardiologist contacted me and advised over past year, static was sent by boston scientific monitor. I ultimately had to have surgery to replace a fractured lead that according to the boston scientific technicians ¿ I was one of the lucky ones that my device was a subset of 200 that were faulty and they stop having anymore made by this third party supplier. I wonder how many others have experienced this fault including up to more complications. I have attached letter to boston scientific. Reference report mw5155730.